Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the old pain pump was no longer working; that was why the patient had a new pain pump as of (B)(6) 2018. No symptoms were reported. There were no further complications reported at this time.